Event description:
Lead management case to extract one 0184 ra lead using a 16f glidelight. During the procedure an svc tear occurred which required an emergent sternotomy. The svc tear was repaired and the patient survived the intervention. Specific details of this case have not been obtainable from the physician.

Manufacturer narrative:
Additional information could not be obtained from the physician regarding this case; a follow up will be provided if anything is made available. Placeholder.